Manufacturer narrative:
Results: the penumbra system ace 64 reperfusion catheter (ace 64) was kinked approximately 1.0 and 9.0 cm from the hub. Conclusions: evaluation of the returned device confirmed the ace 64 was kinked. This type of damage typically occurs due to improper handling during preparation. If the device is forcefully removed from the packaging hoop at an angle, damage such as this may occur. Ace 64 devices are 100% visually inspected for damage during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the hospital technician noticed that the penumbra system ace 64 reperfusion catheter (ace 64) was kinked upon removal from the dispenser hoop. The kinked ace 64 was found prior to use and was not used for the procedure. The procedure was completed using a new ace 64.